Event description:
Additional information received from the physician/author provided that the adverse event was not related to the device but was a pathophysiological consequence following aortic stenosis treatment, and the patient's weight of (B)(6).

Manufacturer narrative:
Citation: grasso c et al. Mitraclip implantation for the treatment of new-onset systolic anterior motion of the mitral valve after t ranscatheter aortic valve replacement. Ann thorac surg 2016;102:e517-9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient with severe symptomatic aortic stenosis affected by polycythemia vera. The baseline transthoracic echocardiogram revealed preserved left ventricular (lv) function, small lv systolic dimensions, severe concentric lv hypertrophy, severe mitral annular calcification, thickened mitral leaflets causing mild mitral stenosis and mild mitral regurgitation (mr). Despite a small lv cavity and severe septal hypertrophy, no intraventricular gradient and systolic anterior motion (sam) of the anterior mitral valve leaflet were noted. The patient underwent a successful transcatheter aortic valve replacement (tavr) with a 29-mm medtronic corevalve evolutr (serial number not provided). The angiography confirmed proper valve position and mild paravalvular leak. The postprocedural echocardiogram performed 2 hours after tavr, showed good prosthesis performance with new onset of sam causing severe dynamic left ventricular outflow tract (lvot) impeded flow and concomitant severe mr. Despite optimized medical therapy lvot impeded flow was unchanged with the patient experiencing recurrent episodes of pulmonary edema. Reassessment by the heart team determined a non-medtronic mitraclip implantation was the best course of action to counteract sam while reducing the mr grade and lvot impeded flow. Following deployment of the clip, the intraoperative echocardiogram showed disappearance of sam, lvot impeded flow, and intraventricular gradient while reducing the mr from severe to mild. The postoperative course was uneventful, and the patient was discharged home the following day in good hemodynamic compensation. At 1-month fol low-up the patient was asymptomatic with confirmed the absence of sam, the presence of mild aortic paravalvular leak, mild residual mr and no lvot impeded flow. No additional adverse patient effects were reported. The authors stated that although the mechanisms are complex and only partially understood, tavr provides a pathophysiologic mechanism leading to significant degree of postprocedural mr and lvot impeded flow.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.